Manufacturer narrative:
(B)(4). Concomitant medical products: item# 157448 m2a-magnum mod hd sz 48mm lot# 726660, item# 139256 m2a-magnum 42-50 tpr insrt std lot# 108230, item# us157854 m2a-magnum pf cup 54odx48id lot# 044920 or item# us157856 m2a-magnum pf cup 56odx50id lot# 881500. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient experienced an intra-articular longitudinal femoral fracture, treated with a cerclage wiring during initial right hip procedure. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
Reported event was confirmed by review of operative notes. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.